Event description:
Revision surgery - during the revision surgery, the instrument failed due to the screws in both the 70mm standard and the 70mm lateral lima neck trials failing to engage with the femoral stem.

Manufacturer narrative:
The reason for this revision surgery was reported as both screws failing to engage with the femoral stem. There was a 30 minute delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was returned to djo surgical for examination. Examination of the returned lateral neck, h70 show the lead threads of the locking screw are stripped which may have caused the engagement of the stem to fail. The reported problem could possibly be a result of heavy use, misuse or wear. Care must be taken to avoid compromising their performance, refer to instrument instructions for use (IFU) 0400-0146 for recommendations for the care and handling of djo instruments. (B)(4). The root cause for this event is attributable to damage incurred from prolonged use and through misuse or rough handling of the surgical instruments. This event is not associated with a product failure, misuse, or other issue.